Manufacturer narrative:
(B)(4) service representatives replaced the power supply and tested the system to specification.

Event description:
Customer reported a power supply issue with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.